Manufacturer narrative:
Device analysis report is attached. This report is submitted on december 06, 2021.

Manufacturer narrative:
This report is submitted on 13 march 2020.

Event description:
Per the clinic, the patient experienced a performance decrement with device use; subsequently the device was explanted on (B)(6) 2020. The patient was re-implanted with a new device during the same surgery.